Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts. There was no adverse impact to the customer¿s blood glucose level.. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.